Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was noted that there were episodes of oversensing on the right ventricular (rv) lead. Technical support was contacted and recommended further investigation via provocative testing. Provocative testing was performed and no anomalies were observed. The patient was stable and will continue to be monitored.